Manufacturer narrative:
This event was the subject of a sus voluntary report. The information provided is not adequate in detail to identify the subject device. No additional information is available.

Event description:
This event was reported to FDA as a sus voluntary event report (mw5081899). A surgical procedure was performed to remove and replace the manufacturer's device due to "loosening of the device and broken hardware".